Event description:
It was reported that during a breast biopsy procedure, it was impossible to load the probe in the holster. With the first and second ones, it was impossible. With the third one, the health care professional tried to force and the sheath broke, but they tried to use it anyway. The clip's sheath was like "glued". The third clip was finally correctly inserted into the breast, with luck and a lot of difficulties. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 07/22/2009. Info anticipated, but unavailable at this time.